Manufacturer narrative:
The pump was received with cracked battery tube threads and cracked case at the corner of the belt clip rail near the battery compartment. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label, pillowing keypad overlay and stained keypad overlay. Pump was also received with frozen screen on the medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to frozen screen on the medtronic logo. Unable to download history files and traces using thump due to frozen screen on the medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly. The force sensor and motor had moisture damage. Using a test pcba 1 and the original pcba 2, the pump had frozen screen on the medtronic logo. Unable to perform the history review 2 days prior to the event date 11-nov-2024 due to download anomaly/ frozen screen on the medtronic logo. Cosmetic damage was confirmed at the back of the pump. Exposed to moisture confirmed. Unable to perform the functional test due to frozen screen on the medtronic logo. Frozen screen on the medtronic logo was confirmed during analysis due to corroded electronic assembly. Unable to upload/download confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue using the device.